Event description:
It was reported that near the end of a da vinci-assisted cystectomy procedure, a sureform stapler 60 instrument and sureform 60 green reload¿s ¿stapling phase was not fully performed" and "tissues were bleeding after stapling.¿ the stapler/reload were used on universal surgical manipulator (usm) 1 and it was indicated that other instruments worked as expected when installed on the same usm. An intuitive surgical inc. (Isi) technical support engineer (tse) was contacted for assistance. The isi tse reviewed the live system logs and identified no error messages. The surgeon decided to convert to open surgery. When asked why the conversion was made, the surgical staff were not sure if the surgeon converted because of the stapler issue or for another reason. Isi contacted the site and obtained the following additional information regarding the event: the instruments were inspected prior to use and no damage or anomalies were identified. Intracorporal anastomosis of the bowel was being performed when the issue occurred. Bleeding of bowel tissue was observed after stapling was performed. This stapler was used for approximately 15 minutes. The surgical staff only fired one reload with the reported stapler instrument. There were no error messages generated. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. No buttress material was used. The surgeon did not experience any clamping issues prior to firing the stapler reload. The target tissue was a bowel mesentery. The tissue was not calcified and was not exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension or tissue bunching. Bleeding of less than 10 milliliters (ml) was observed from the bowel. When asked if there were malformed staples, the surgeon responded ¿I suppose the staples were malformed since there was some bleeding.¿ no blood transfusion was administered. The surgeon resolved the issue by making an additional incision, performing an extracorporeal anastomosis instead of an intracorporal anastomosis and suturing the bowel. The surgical procedure was successfully completed and the patient did not experience any post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the sureform stapler 60 instrument or the sureform 60 green reload for evaluation although they have been requested for return. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. System log review: a review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The sureform 60 stapler user manual provides the following: "warning: do not use the green reloads on any tissue that can be easily compressed to less than 2.0 mm in thickness, or on any tissue that cannot comfortably compress to 2.0 mm." Clinical evaluation of the reported complaint details resulted in the following reference to reload specifications and the general thickness of bowel and/or mesentery: ¿the recommended tissue thickness range for a green reload is 2.0 mm to 3.3 mm. Structures such as bowel and/or mesentery tend to have a thickness less than 2.0 mm.¿ a review of the site's complaint history revealed that related records exist to capture the technical support call and return material authorization (RMA) requests for the stapler instrument/accessory used. This complaint is being reported due to the following conclusion: during a da vinci-assisted cystectomy procedure, an additional incision was made and an unplanned extracorporeal anastomosis was performed. At this time, it is unknown what prompted the decision to perform extracorporeal anastomosis. Based on the information currently available, exactly how the isi stapler or reload caused or contributed to the reported bleeding remains unknown. Blank MDR fields: follow-up was attempted, but the missing patient information in was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just an adverse event as previously reported due to the report of an insufficiently stapled bowel mesentery, which resulted in bleeding, which could potentially be related to a product problem. Corrected information can be found the following field: b1 b1 was updated from "adverse event" to "adverse event and product problem"

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h10. Intuitive surgical, inc. (Isi) received the following additional information regarding the reported event: the surgeon was stapling the bowel. There were malformed staples and the bowel was bleeding. Since the surgeon was not able to move the wrist of the sureform stapler 60 instrument properly, the surgeon did not feel confident to continue intracorporeally. Also, after she tried to fire the stapler instrument once, the staple line that was formed was not optimal; therefore, she decided to continue extracorporeally. In regards to the staple line not being optimal, it was explained that there was still some bleeding from the bowel so the closure was not 100% efficient.